Event description:
Caller alleged discrepant low inratio inr result in comparison to an unspecified point of care (poc) inr and the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.4, laboratory inr: 7.7, poc inr: 7.7, therapeutic range: 2.0 - 3.0. Reportedly, the customer used microsafe tubes. All three (3) inr tests were performed within three (3) hrs. The pt's coumadin was withheld. On (B)(6) 2014, the pt's inr was in therapeutic range at 2.1 (unspecified poc) and the pt was to begin their coumadin regimen shortly. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.